Event description:
Physician was using a trinav microcatheter (.021 ID). After infusing about 20cc of d5w on the d line and infusing contrast intermittently in the b line, he noticed fluid was leaking from the dvial into the dvial holder. He decided to finish the administration since it was almost finished and not leaking outside the dvial holder. After the procedure they detected no radiation anywhere unintended and disposed of the relevant materials into a mayo jar. Initial calculated administered activity was 72%. The rso came to the hospital but determined the actual percentage was approximately 82%. He said he will not be filing a medical event but was going to decide whether he needed to report the event to dhec. The mayo jar was out into storage so it can be decayed.

Manufacturer narrative:
There was no reported death or serious injury to the patient and they received their dose. A retrospective MDR has been filed due to the potential for serious injury should the full dose not be able to be administered to the patient. A batch record review was performed and did not display anything abnormal for the manufacturing process and all operations were completed per procedures.